Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "thermistor disparity" was not reproduced. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream and downstream thermistors being out of specification. The force sensor and ultrasonic sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a thermistor disparity during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.